Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited increased threshold measurements and loss of capture (loc) two days post device implant. The patient was admitted to the hospital and a temporary pacing wire was placed. Review of device memory noted that outputs were programmed to auto and recent threshold tests showed the outputs to be 3.5 and 3.0 volts with thresholds at 1.4 volts. Boston scientific technical services (ts) discussed troubleshooting and programming options. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that the patient was implanted with another manufacturer's leadless pacemaker. Available information indicates that this pacemaker and rv lead remain implanted and in service.